Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son¿s insulin pump had a blank display as well as exposed to moisture. The customer¿s blood glucose level was 144 mg/dl. The customer¿s mother states that the pump was not working as well as also was exposed to water. Troubleshooting was performed for blank display and noticed display did not return after pump restart. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unit failed leak test, unit leak at a crack on battery tube threads. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit was received with minor scratched display window, case and keypad overlay.